Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor failed incoming functionality testing and the response buttons were non-functional. The cause for the failure was contamination on various components inside the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the response buttons were non-functional.